Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported that 'the perceived root cause of the balloon rupture was interaction with a heavily calcified homograft.' Additionally, review of 3mensio revealed presence of calcification in the patient's landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (withdrawal of burst balloon) and patient factors (calcification) likely contributed to the event as the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath, which may have led to the experienced retrieval difficulty. Additionally, review of provided 3mensio imagery revealed calcification in the abdominal aorta, near the aortic bifurcation. Patient factors (i.e. Calcification, tortuosity, scar tissue, or small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during withdrawal. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, edwards lifesciences became aware of a device-related event during a transcatheter aortic valve replacement (tavr) procedure. The procedure involved transfemoral access for implantation of a 29 mm sapien 3 ultra resilia valve in the aortic position. The patient remained alive at the end of the procedure, and the valve was successfully implanted. The previous valve was not an edwards device. During valve deployment, the inflation balloon ruptured radially. Blood was observed in the syringe after deflation was attempted. No extra inflation volume was added prior to deployment, and no leakage was noted from the delivery system. The physician attempted to retract the balloon into the esheath but was unsuccessful. The balloon was ultimately removed along with the sheath as a single unit, with the front half of the balloon protruding outside the sheath tip. This caused the sheath tip to bulge. The protruding balloon material contributed to a dissection of the right common iliac artery during withdrawal. The complication required open surgical repair. No other edwards devices were reported damaged. The perceived root cause of the balloon rupture was interaction with a heavily calcified homograft. No images were available at the time of reporting, but a 3mensio report is available. The devices will be returned for evaluation.